Event description:
It was reported that during a periodical maintenance on the parapac plus, the operator was unable to switch from inhalation to exhalation mode. The air supply was continuous. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One ventilator was received for evaluation. Visual inspection of the device found it to be in good physical condition. Unit underwent functional testing while settings remained as received. Oxygen supply was connected, function switch was set to cmv and back, pausing at each position. This repeated several times without the device going into continuous flow. The reported customer complaint was unable to be confirmed. However, it was noted that the loose elbow at the top of frequency control block, or other loosened pipe connection could have caused the unit to go into continuous flow. What caused the loosening of connections or unseating of the sbv/pdv is unknown, but is consistent with excessive vibration/shock. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a problem source related to manufacturing.